Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The event history log was recently cleared. Flow and occlusion tests were performed. The customer reported product problem was not reproduced. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventive measure.

Event description:
It was reported that the medfusion pump displayed a primary audible alarm background test. No patient injury or complications were reported in relation to this event.